Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device had communication connection issue noted " instrument not supported by endoscopic vision" . The issue reported was found at inspection for use.there was no patient involvement in this reported event.